Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ""rupture of the right implant", diagnosed by ultrasound. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification) and observed 1 opening assessed as surgical damage. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ""rupture of the right implant", diagnosed by ultrasound. This relates to the right side. Device has been explanted.